Event description:
Essure implanted in (B)(6) 2010. I have experienced painful cramping in abdominal area. My menstruation cycle is much worse than before essure. Hair loss, allergic reaction to the nickel on my face and neck. Arthritis in my knees, spine, and hands. Extreme stomach bloating, muscle weakness all seems to be caused by the nickel. I am young, energetic, happy, in shape, a mother of two daughters, and a wife. Essure has drastically affected my life in a negative way to say the least.